Event description:
It was reported that the patient's generator was showing error code 10: device disabled, and that while interrogating the device, the patient's generator showed up as the incorrect model and serial number, as well as a software incompatibility malfunction appearing. It was further reported that the patient was hospitalized due to increased seizure episodes and experiencing new seizure types. It is believed this is due to a vns malfunction. The physician confirmed that no trauma or anything out of the ordinary occurred that could¿ve caused the device to malfunction. A generator reset was attempted, although unsuccessful, as the same error message of software malfunction was seen. Tablet software malfunction reported on in MFR. Report # 1644487-2025-00244.